Manufacturer narrative:
Investigation was performed on-site by our field service engineer (fse). One of the recommended actions in the service manual for the reported communication error is to replace the control pc board pc1771.the control pc board was replaced but not returned for further investigation. No ventilator logs were provided. Since the replaced part was not returned for investigation, the root cause of the communication error has not been determined.

Event description:
Manufacturer's ref.#: (B)(4)

Event description:
It was reported that the ventilator generated an alarm indicating disabled ventilation. There was no patient harm. Manufacturer's ref.#: (B)(4).